Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) and reported a low blood glucose (bg) episode. The patient indicated that on (B)(6) 2012, she suffered a low bg level of '37 mg/dl' with a symptom of sweating. The patient explained that she had been performing combo bolus testing with her health care provider (hcp) and then experienced the low bg episode. Based on the pump's history, the patient reportedly programmed a combo bolus at 6:04 pm on the day of the event. She reportedly set all her combo boluses for 2h ours and '50/50'. The patient then ate a piece of watermelon and used an 'ez carb' to cover the 22 grams of carbs she had eaten. The patient stated that the pump let her give herself another bolus on top of the combo bolus. The anm representative involved in this contact informed the patient that she had only received half of her combo bolus prior to covering for the watermelon. After receiving the coverage for the watermelon, the pump administered the other half of the combo bolus and then she suffered the low bg level. The patient reportedly consumed 15 grams of carbs every 15 minutes until her bg came up to '71 mg/dl' at 2:00 am. The anm representative informed the patient that a user can still give a normal ez-bg or ez-carb bolus while a combo bolus is running. The patient wanted to know why the pump would not warn a user not to give another bolus when a combo bolus is running. The patient was informed by the anm representative that the home screen shows when a combo bolus is running. The patient denied having any changes in activity, or her diet and medications. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she suffered a low bg event suggestive of severe hypoglycemia. However, there is no evidence that a pump malfunction contributed to the patient's injury. The patient's injury can be attributed to use-error considering the patient "adminis."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: the pump black box data from the time of the event was not available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.